Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) female child patient experienced high blood glucose level due to a bent cannula and the symptoms/ issue were noticed three hours after insertion. Therefore, (B)(6) 2022, the patient was taken immediately to the emergency room due to high blood glucose level. She had high ketone levels which was assessed as dangerous/life threatening by her healthcare professional. Moreover, the infusion set had been used for over 3 hours less than one day. During her stay in the emergency room, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.